Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for white crystalized foreign material (simethicone type product) adhered in air/water channel could not be determined since no physical damage of the device was confirmed at where the foreign material was remained and whether there was deviation from instructions for use in reprocessing steps was not confirmed. The event can be detected/prevented by following the instructions for use which state: instructions for us states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Instructions for us states the preventative measures in gif/cf/pcf-290 series operation manual 3.8 inspection of the endoscopic system: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the gastrointestinal videoscope exhibited white crystallized contamination in the air/water channel. There was no patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.